Event description:
It was reported that a malfunction alarm occurred. The customer¿s blood glucose (bg) level was "high"; although specific value was not provided. The customer addressed the high blood glucose by administering a correction injection via multiple daily injections and did not require assistance from a third party. The malfunction, identified by code malf 12, was reset successfully by the caller with guidance from technical support, and the pump continued to function without recurring issues. The customer was advised to contact technical support again if the malfunction reoccurred, and they understood the instructions provided.